Event description:
A customer observed multiple, unexpected, non-reproducible, vitros valp quality control results on a vitros 5600 integrated system. The following results were obtained: qc fluid biorad 1 = 52.2, 51.6, 58.7, 75.6, 55.8 vs. An expected result = 35.5 ug/ml; qc fluid biorad 2 = 237.0, 106.5 vs. An expected result = 137.0 ug/ml; qc fluid l1913 = 45.4, 46.1, 45.8, 45.6, 49.1, 47.3, 46.7, 47.7, 48.2 vs. An expected result = 63.3 ug/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run for vitros valp during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, unexpected, non-reproducible, vitros valp quality control results were obtained on a vitros 5600 integrated system. An ocd fe returned the system to expected performance following completion of service actions. The most likely cause of the event was instrument related. In addition, user error due to the continued use of an unverified valp calibration curve is a contributing factor for the lower than expected quality control results. There was no evidence that a reagent related issue contributed to the event.